Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a 20g x 1.16in (1.1 x 30 mm) insyte autoguard. The following information was provided by the initial reporter, "inserted IV into patient and attempted to draw blood. After tech attempted to draw blood it was leaking from the pink end of the 20 ga IV. Upon seeing the IV was defected, it was promptly removed and the catheter tip was intact."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that leakage occurred during use with a 20g x 1.16in (1.1 x 30 mm) insyte autoguard. The following information was provided by the initial reporter, "inserted IV into patient and attempted to draw blood. After tech attempted to draw blood it was leaking from the pink end of the 20 ga IV. Upon seeing the IV was defected, it was promptly removed and the catheter tip was intact.".